Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the carbon surgical blades 15 (4-115) the blade fell out and into the patient¿s mouth after a single use of the product. No patient injury or surgical delay was reported.

Manufacturer narrative:
Updated fields: g3, g6, d9, h2, h3, h6, h11. The carbon surgical blades 15 (4-115) was returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned 4-115 carbon surgical blades were in unused condition in their original packaging with no visible defect. The blades were unused. The broken blade was not returned for evaluation. Evaluation of the supplier found that the returned items were within specification and functioned properly. The supplier evaluation could not identify a manufacturing cause. No manufacturing, workmanship, or material deficiency could be identified. The reported complaint could not be confirmed. Root cause analysis: the returned 4-115 blades are in unused condition in their original packaging with no visible defect. The blades were found to be within manufacturing specifications. The supplier investigation could not identify any manufacturing or quality issues. The damaged blade was not received for evaluation. Breakage of the blades may be the result of rough handling or use with an incompatible handle size.

Event description:
N/a